Manufacturer narrative:
The reported event of device header coming off was confirmed. The device was received with header detached from device can. Header damage is consistent with damage from implant or explant procedure. Further analysis performed exhibited normal device characteristics with battery voltage above elective replacement level. Longevity assessment was performed, and the implant duration exceeds the total projected longevity.

Event description:
Additional information received indicated the device was being explanted electively due to normal elective replacement indicator (eri) level. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but is not yet available

Event description:
It was reported the device was explanted. During the explant procedure, the device header detached from the device. The healthcare professional removed two fragments from the pocket, cleaned the pocket and closed the pocket to resolve the event. No adverse patient consequences were reported.